Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of cracked female luer was confirmed. During inspection,a 0.619-inch long crack was found on the female luer. There were no other damages or any issues detected with the set. . The female luer was inspected under magnification to determine if any stress marks were present; no stress marks were found. Functional testing confirmed fluid leaked from the crack on the female luer. The cause of the leak was identified as a crack female luer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a cracked female luer that occurred during an unspecified infusion. There was no reported harm.